Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was admitted to the hospital due to experiencing muscle spasms in her shoulders. The patient's stimulation is in her right arm. The physician indicated the spasms are not due to the stimulation, but rather the implant procedure. Follow-up information indicated the patient's spasms have resolved and is doing well.